Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 12 (lifeband not present). The customer tried to reinstall the lifeband; however, the error message persisted. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 12 (lifeband not present) was confirmed during archive review and functional testing. The two loose screws on the lifeband clip reset switch were adjusted to remedy the fault. No physical damage was noted during visual inspection. Review of the archive indicated error message ua 12 occurred on the reported event date of (B)(6) 2017. The platform passed the initial functional testing without any fault or errors. In addition, lifeband clip detect switch inspection was performed and the two screws holding the switch lever parallel to the switch case were found to be loose which lead to error message ua 12 during compression or when the platform is powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The clutch plate was deburred to remedy the sticky clutch, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).